Event description:
Per the clinic, the patient unable to wear the device due to pain, discomfort, skin irritation and skin overgrowth. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to underwent a revision surgery to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Due to pain, discomfort, skin irritation and skin overgrowth, the recipient was converted from baha connect to osia. Transient pain and discomfort is a known medical complication where most cases can be resolved with clinical case management. Known reasons for cause of pain are abnormal skin sensitivity, earlier trauma to the implanted area, lack of adequate bone quality or other generalized diseases. It might also be due to a loose implant magnet, causing pain around the implanted area when using the baha sound processor. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue with excessive skin thickening and skin growing over the abutment, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Per the clinic, the patient experienced recurring infections at the abutment site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a skin revision surgery to remove the excess skin on (B)(6), 2025.